Event description:
The customer reported that the central nurse's station (cns) was displaying a blue screen error and would not boot into windows. It would then shut down and boot into a boot loop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a blue screen error and would not boot into windows. It would then shut down and boot into a boot loop. Technical support had them try booting up the cns with a single hdd and removing all usb devices, but the issue persisted. No patient harm was reported. Investigation summary: the issue was duplicated during evaluation. The root cause is failure of the hard drives and the motherboard. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. No further investigation is required. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: ups model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned. Telemetry units: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.